Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has had blood glucose values of 429 mg/dl, 458 mg/dl, and 399 mg/dl. The customer treated via manual insulin injection. The customer also mentioned that the buttons have not been working on her insulin pump. The act button was unresponsive. The patient's blood glucose at the time of incident was 298 mg/dl. She felt nausea as a result of the hyperglycemia. The customer did not recall any significant events leading to the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.